Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12h31095. No exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 2, for the transfer set in this event. This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient was hospitalized for the peritoneal. However, the treatment was not reported. The outcome of this peritonitis event was not reported.